Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to ligate in an open thyroidectomy, the surgeon squeezed the handle but the spring broke and the whole device fell apart. The spring of the device fell into cavity and was retrieved. A new product was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with twenty-four clips remaining and was di sassembled. It was determined that the instrument was improperly applied causing the body to separate during use. Two clips were jammed under the channel cover. A scissored clip was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the separated body condition may occur under the following circumstances: when the handles are forced into the body and or leverage is applied to the distal end of the unit. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.